Event description:
It was reported that a dissection occurred. The 96% stenosed, diffused, target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilatation with a 2.00 x 15mm non-boston scientific balloon catheter, a 2.50 x 24 synergy drug-eluting stent was advanced and deployed at 15 atmospheres. However, during the procedure, an intimal dissection was found at the proximal end of the stent. A 3.00 x 28 synergy drug-eluting stent was deployed to cover the dissection. No further complications were reported and the patient status was stable.